Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device and noted the filter element support structure was separated (not in two pieces). Additional damage was noted to the filtration element support structure which was not reported and may have occurred during post-use handling/packaging the device for return. The reported damage to the delivery catheter was confirmed. The reported difficult to insert was unable to be confirmed due to the damage noted to the dc pod. The investigation was unable to determine a conclusive cause for the reported difficulty. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. A definitive cause for the additional damage noted to the filter support structure could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that during preparation of the emboshield nav 6, the filter was being assembled when it was noted that the tip of the sheath was flattened; therefore, the filter could not be retracted inside the sheath. Another emboshield nav 6 was used to complete the procedure. There was no device use or patient involvement, and there was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the filter element support structure was separated (not in two pieces).